Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the preparation of a 26mm commander delivery system, a leak in the side of (y) of the balloon was detected and a new delivery system was used.

Manufacturer narrative:
Additional information was received. During device preparation, it was not possible to successfully de-air the commander delivery system. Continuous air bubbles were seen. A new delivery system was used to complete the case. There was no consequence to the patient. The device undergoes a mandatory prep process where negative pressure is applied to fill the inflation lumen with inflation medium, and remove air. In cases where negative pressure cannot be maintained (small bubbles remain) the user will replace the device prior to use. If the device is used, the potential for patient injury remains low because it is a closed system and this condition does not affect the ability to inflate/deflate the balloon. As there was no death or serious injury and the potential for death or serious injury is remote, the event is not MDR reportable. A corrected supplemental is being submitted.